Event description:
The customer reported that no image would display on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The f3 fuse for the image process controller was replaced. The system was tested and found to be working as intended and put back into service.